Event description:
It was reported that during an unrelated surgical procedure, externalized conductors were observed on the right ventricular lead. The lead was partially explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
A partial lead connector portion measuring 17.5 cm was returned for analysis external insulation abrasion was noted 14.2-16.0 cm from the connector pin, consistent with friction to the device can. The etfe coating was abraded in this location.